Event description:
Healthcare professional reported right side "exposure" and "capsular contracture, baker grade unknown". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, red/black particles material was found on the shell and voids. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported right side "exposure" and "capsular contracture, baker grade unknown". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown and exposure.

Event description:
Healthcare professional reported right side "exposure" and "capsular contracture, baker grade unknown". Device has been explanted.